Event description:
It was reported to boston scientific corp that a wallflex enteral colonic stent was used during a colonic stenting procedure (over 18 yrs old female). According to the complainant, the stent deployment catheter fractured at the junction of the short metal collar and the plastic catheter sheath. The stent did not deploy. The procedure was completed with another device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).